Manufacturer narrative:
No information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. A product sample was received for evaluation. Visual and functional testing were performed. The circuit was found to be crushed and did not pass leak testing. A CAPA was opened to determine the root cause. If additional information becomes available, the complaint will be reopened and updated. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the anesthesia circuit was found deformed during pretest. No patient injury was reported.